Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. The customer admitted to the AED flashing red and chirping. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the AED is flashing red and will not power on. The customer also stated that they received an service code when a new battery was installed. They reported that this did not occur during patient use.